Event description:
Country of complaint: (B)(6). Complaint states: needle-thread detachment.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Evaluation: samples received: 1 unopened racepack and 1 opened and unused. OEM reports no previous complaints of this code/batch. There are no units in OEM stock. OEM received one open and unused sample and one closed sample. OEM tested the needle attachment of the both samples received and results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.